Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy 100 ventilator, u.s.a - bt device at the manufacturer's service center, the device did not meet acceptance criteria of evaluation process for an initial power up due to the device's display was blank. The technician recommended replacing the device's system board to address the issue. Additionally, the device's feet are missing and would need to be replaced. No repair was performed. The device was disqualified from recertification. Device will be scrapped.